Event description:
A pt reported experiencing inaccurate erratic results with a one touch ii meter. The blood glucose results were 410 and 187 mg/dl. Tests were done within 11-20 mins. Pt did not experience any adverse events. No further info has been reported.